Event description:
It was reported that a programmer printout showed a high voltage episode that is suspected to be caused by noise. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.